Manufacturer narrative:
H3. Analysis of the desktop charger (s/n (B)(6)) found the connector pin was damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's desktop charger (dtc) connector pin broke, and the insides (the black plastic piece that has the 4 contact pins) of the connector pin got stuck inside the recharger connector port. As a result, the patient was unable to get their ins battery fully charged. The patient mentioned that the ins battery level was down to "about a quarter," and that their ticks (from tourette's) were already "firing up". The patient explained that their ticks "come out more" if the ins battery level gets too low. The patient also mentioned that they "almost passed out" when they plugged the dtc into the recharger because the recharger "shorted." The patient was unable to clarify what they meant by "shorted," but they did confirm that they were not harmed by the external equipment. The patient was unable to remove the insides of the dtc connector pin from the recharger. The issue was not resolved. An email was sent to the repair department to replace the dtc and recharger. The patient's relevant medical history included that they have the dbs for tourette's.